Manufacturer narrative:
Siemens filed the initial MDR 1219913-2024-00319 on 17-may-2024. Additional information 19-jul-2024. Siemens evaluated this issue. Error logs and the main database were reviewed covering the time the imprecise results were generated. No sample level sensing, reagent level sensing or other errors that would have caused imprecise results were observed. Based on the available information the cause of the imprecise results is consistent with preanalytical variables. The customer is operational and the reported issue was resolved by routine troubleshooting. The immulite 2000 calcitonin assay, lot 336, is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation findings and investigation conclusion codes were updated.

Manufacturer narrative:
An outside the us (ous) customer contacted a siemens regional support center to report imprecise calcitonin results on two patient samples on an immulite 2000 xpi instrument. Siemens is investigating.

Event description:
The customer reported imprecise calcitonin results were obtained on two patient samples on an immulite xpi instrument. The samples were repeated on the same analyzer and on an alternate immulite 2000 xpi and the true result of both samples was determined to be 10.5 pg/ml. There are no known reports of patient intervention or adverse health consequences due to the imprecise calcitonin results.